Event description:
In 2009 : customer reports the a-side with contrast injected in its own. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot system per service manual and found powerhead cable missing thumb screws used to secure cable connection. Cleaned console touch screen and bezel assembly. Reseated all pcbs and connections in the power control assembly. Tested all saved protocols. Performed injections using powerhead start and stop buttons, console start and stop buttons and hand switch assembly, could not duplicate customer initial concern. Fse completed system verification and testing with optistar le check sheet per optistar le service manual. Unit returned to full service by the customer.